Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increased capture threshold and a loss of capture were noted on the left ventricular (lv) lead. The lead was capped and replaced and the patient was stable with no consequences.